Event description:
It was reported that technical services (ts) was consulted for assistance during a clinic check for the patient with this implantable cardioverter defibrillator (ICD). During the review multiple ventricular tachycardia (vt) episodes were stored due to noise oversensing. The patient had undergone a fistula repair procedure at this time, resulting in noise. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.